Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. (H6d and h6e)

Manufacturer narrative:
Device evaluation: one used trach device was returned without the original packaging. Visual inspection and functional testing were performed. Visual inspection was performed at 12 to 16 inches of distance under normal conditions of illumination according to the inspection procedure. Per the visual inspection, damage was detected on the surface of the cuff. A leak test was performed in the leakage test machine and the cuff failed to stay inflated, therefore the sample did not pass the test and the customer complaint was confirmed. Based on analysis conducted, the root cause is most likely attributed to damage during handling. Customer complaint notification was performed to operations personnel as awareness to the failure mode reported. A device history record (DHR) review was conducted and there were no issues or nonconformances reported during the manufacture of this lot. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation: no product was returned for investigation. Device evaluation including root cause analysis is in progress. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported the surgical center team, claimed through an internal notification, that the cuff of the probe in question presented a hole, making its use unfeasible. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.